Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. Only one vector, ring to coil, produced an impedance of 626 ohms. Additionally, elevated threshold measurements were noted in three of the pacing vectors. No adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant confirmed with the caller that noise could not be reproduced with isometrics. The consultant stated they should keep the lead configuration ring to coil and discuss the clinical observations with this patient's physician. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received three months later confirming that impedance measurements have increased to greater than 2000 ohms in all vectors. The patient will be referred to an electrophysiologist for follow up. This product issue will be updated if additional information is received.

Manufacturer narrative:
A lead revision was subsequently performed and a fracture was revealed. Efforts to explant the lead were not successful. Therefore, the lead was surgically abandoned and will not be returned for testing. Boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.